Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to dislodgement and high pacing thresholds. The ra lead dislodged four times during the implant procedure, before high pacing thresholds were noted. A new ra lead was successfully placed. No adverse patient effects were reported.